Event description:
It was reported that a 57 yo female patient, initial right knee implanted on an unknown date, underwent a revision procedure on (B)(6) 2023. The femur was revised with a stem and poly. Reason given for the revision was the recall. There were no breakages of devices or surgical delays reported. The patient was last known to be in stable condition following the event. No device images or x-rays were able to be provided. The devices are not available for return, reason was unknown to the rep.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6 MDR section codes updated/corrected: a, b, c, d, e, g the reason for the reported revision cannot be confirmed from the information provided but may be due to wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.